Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found a similar incident from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that arteriotomy closure in an unspecified artery was attempted with a starclose se device via a 6f sheath prior to an unspecified procedure. Reportedly, the clip did not deploy. There was no resistance noted advancing the thumb advancer or splitting the sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.